Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer found cap piercer station is leaking due broken blade. Fse replaced the broken blade, cleaned the station, inspected drain vale, replaced hydro fitting to this valve in hydro.

Event description:
A customer contacted beckman coulter inc (bec) to report fluid leak (diluted wash solution) at the cap piercer wash station on the unicel dxc 800 pro synchron chemistry analyzer. No injury or exposure was reported.